Event description:
Device #2 of 2: 3006705815-2017-00963. Follow up information identified the patient is no longer experiencing respiratory issues or with the pulmonary embolism with the scs system turned on. The patient has effective stimulation. Issue has been resolved.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report:3006705815 -2017-00963. It was reported the patient experienced a pulmonary embolism on (B)(6) 2016 after having underwent surgical intervention on 06/28/2017 where a scs system was implanted. The patient remains hospitalized.